Event description:
It was reported that the external pulse generator, just received back from a repair for a broken battery drawer, tested out of specification on the atrial-ventricular interval test. It was noted that the generator was only putting out 106 milliseconds, even when set as high as 300 milliseconds. The generator was returned for service. It was indicated that there were no patient complications reported as a result of this event.

Event description:
It was reported that the external pulse generator, just received back from a repair for a broken battery drawer, tested out of specification on the atrial-ventricular interval test. It was noted that the generator was only putting out 106 milliseconds, even when set as high as 300 milliseconds. The generator was returned for service. It was indicated that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: evaluation summary -(B)(4): the device was returned and analyzed. The customer comment was confirmed that the main printed circuit board was out of specification. The circuit board was replaced. The electrical and mechanical parts were inspected, the 9 volt battery was replaced and the device was re-calibrated and functionally tested, and it passed its final quality assurance tests. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).